Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of afdps0024 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the "security system of the needle is separated from the device and it was impossible to active it. It happened at the initial use of the product. Danger of needlestick injury."